Event description:
It was reported that during a reprogramming session, it was determined that there was a lead fracture and nonfunctional contacts on the patients left lead. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were retained by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that during a reprogramming session, it was determined that there was a lead fracture and nonfunctional contacts on the patients left lead. The patient will undergo a lead replacement procedure.